Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone, the act button on the insulin pump was not responding correctly. Customer is unable to bolus so he had to revert to back up plan since the button wasn't responding. Customer's mother didn't know the customer's blood glucose level. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. She agreed to return the device for further analysis.